Event description:
A customer reported via phone call indicating cosmetic damage to their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that a part broke off the battery compartment when trying to change the batteries. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unit received with damage cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window. No physical broken off battery tube noted on pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.